Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image appeared occurred due to the cable damage. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the device was not functioning properly. Additionally, as noted, no image was displayed on the unit because of a shortage in the cable. Furthermore, the unit failed the leak test due to a puncture in the cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus hd camera head because it was "not working" during a procedure. According to the initial reporter, the procedure in question was completed by using a 2nd camera that they had there at the facility. Information relating to the details of the type of procedure, specific failure, and overall patient outcome were requested but not provided. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was not receiving an image due to a shortage in the cable. This report is being submitted to capture the lack of image provided by the unit.